Event description:
The initial reporter received questionable ureal urea/bun results from 1 patient on a cobas 8000 cobas c 502 module. The initial result was 26 mg/dl. The repeat result was 56 mg/dl. The initial result was not reported outside of the laboratory. The repeat result was deemed correct.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The ureal reagent lot is 630737 and the expiration date is 31-jan-2023. The field service engineer (fse) decontaminated the probes, checked the rinse vacuum checks, adjusted the gear head pump, washed and blanked the cuvettes, and performed rinse arm checks. The customer ran calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue.